Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the condition reported.

Event description:
Report stated "device was recently applied to patient. While inspecting device during routine assessment, clinician noted a piece of metal that secures the neo-fit teeth was missing, and found lodged into the babies mouth. Piece was removed with tweezers". Ref : e-complaint-(B)(4). Neo-fit neonatal endotrac 42-2540 e-complaint-(B)(4).

Manufacturer narrative:
*Analysis and findings: distribution history: the complaint product was manufactured at csi on 04/21/20 under work order (B)(4). Manufacturing record review: DHR-42-2540 - 274962 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint conditions. This is an isolated event. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. The photo provided confirmed the complaint condition. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: a definitive root cause cannot be reliably determined at this time. *correction and/or corrective action: the manufacturing line process was reviewed; no changes or adverse observations were noted; no further action is required as the complaint product was not returned for investigative analysis. No further training required at this time; complaint will be monitored for trending. *preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Report stated "device was recently applied to patient. While inspecting device during routine assessment, clinician noted a piece of metal that secures the neo-fit teeth was missing, and found lodged into the babies mouth. Piece was removed with tweezers". Ref : (B)(4). 1216677-2020-00168 neo-fit neonatal endotrac 42-2540 (B)(4).